Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:48:21. During night drain cycle one, the patient's ultrafiltration reading was 1866ml, indicating the home patient drained 1866ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The device received internal and external visual inspection with no issues noted. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device completed rite testing with no issues noted. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be insufficient drain; a false empty detect at initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.